Manufacturer narrative:
New information was received from the customer indicating this product is no longer suspect. The original report was submitted under manufacturer report number 2523835-2021-00161. Please refer to follow-up report number 1 for manufacturer report number 2028159-2021-00590. No further reports will be submitted under manufacturer report number 2523835-2021-00161. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A resident surgeon was performing the phacoemulsification phase of a cataract procedure on a patient's right eye and the posterior capsule tore. A part of the cataract dropped into the vitreous cavity and another surgeon, who was supervising took over, removed the remaining cataract, performed an anterior vitrectomy and inserted an anterior intraocular lens (iol). The patient is expected to have an additional procedure (retinal) to have the lens removed and another iol implanted..